Manufacturer narrative:
The customer's glidescope go 2 monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned device but was unable to confirm the reported issue. When connected to verathon's test equipment, no intermittent loss of image was observed. The monitor passed verathon's device functionality testing and confirmed to be within specification. Upon completion of verathon's device evaluation, the customer was notified of verathon's findings. Per the customer's request, verathon will be conducting a second inspection of the subject device. Should additional information become available, a supplemental report will be submitted in accordance with 21 cfr 803.56. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that when using the glidescope go 2 monitor for post-rosc (return of spontaneous circulation) rsi (rapid sequence intubation), the screen developed a scrolling split screen followed by a frozen picture mid-intubation, requiring the intubation attempt to be abandoned. The device was restarted and no complications occurred on the second attempt. No delay in procedure, use of a backup device, or harm to the patient was reported.